Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture. Atrial sensing was less than 0.2 mv. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced.